Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced an infusion set cannula was kinked on 17-sep-2024. The event occured within three hours of insertion. The site of insertion was at upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available..